Event description:
Taxus IV clinical trial. It was reported that post index procedure, the patient underwent a target vessel revascularization (tvr). The target lesion was located in the proximal cx with 60% stenosis, a length of 14mm and a reference vessel diameter of 3.5mm. The target lesion was pre-dilated and a 3.5 x 16 mm taxus express2 stent was implanted with 0% residual stenosis. On day 1596, the patient was admitted "with symptoms suggestive of crescendo angina." Cardiac catheterization revealed multivessel coronary artery disease. The patient declined bypass surgery and agreed to high risk angioplasty, which was delayed due to renal insufficiency. Patient was discharged one day later with angioplasty scheduled for 3 days later. The physician noted it was possible the serious adverse event was related to the device. On day 1600, the patient underwent coronary angiography which included placement of another manufacturers 3x28 mm stent in the proximal lad, placement of another manufacturers 3.5x13 mm stent in the ostial cx with concomitant kissing balloon angioplasty of the lad, and angioplasty of the 1st and 2nd om. Post-treatment residual stenosis was 10% in the lad, o-10% in the ostial cx, 50% in the 1st om, and less than 50% in the 2nd om. The patient was discharged one day later. The event was reported as resolved.

Manufacturer narrative:
H6 - a unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned, unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 4434181 found that the device met its material, assembly and product specifications, at the time of release to distribution. No root cause can be determined.